Event description:
Reportedly, after implantation, the valve holder could not be removed. Valve was explanted and replaced by a mechanical valves. Unfortunately, the valve (and holder) was discarded at the hosp. The pt is doing fine. No additional info available.

Manufacturer narrative:
Device not returned, discarded at hosp.